Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator displayed a pressure sensor/autozero failed message. It was unknown how the issue was found. No patient or user harm reported. The biomedical engineer reported that they received the device that had displayed a pressure sensor/autozero failed message. The biomed reported that the device was placed in service mode and setting reset, the device operated in default mode 20 minutes, and no alerts or alarms were observed. It was reported that the device had passed preventative maintenance testing.